Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the center peg broke off. However, without return of the device for physical evaluation, the cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-9236-03pp large vaultlock glenoid trial, center peg broke off. The surgeon was able to remove the broken piece using forceps. This was discovered during use in a apex tsa procedure on (B)(6) 2021.